Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system had a blue screen message when the device was booted up. Fse replaced hdd (hard disk drive) and restored system disk software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10/10 system had a blue screen message when the device was booted up. The system was not in clinical use and no harm has been reported. The complaint device disk system software was restored and the device was returned to functionality.